Manufacturer narrative:
Vyaire medical reference number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. There was no failure found. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator lost pressure, causing the piston to stop, while the device was in use on a patient. The patient was placed on another ventilator. There was no patient compromise associated with this issue. The customer evaluated the ventilator and did not find any loose connections.